Manufacturer narrative:
Concomitant medical devices: 4965-15 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased impedance to high measurements and loss of pacing. A fracture was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.